Event description:
It was reported that the tumor and lateral wall of the wallstent eroded through the wall of the bile duct into the proximal second portion of the duodenum, causing gi bleeding requiring therapy. Tumor necrosis-perhaps due to concomitant chemo as indicated by the doctor-eroded the wall of the duodenum and bile duct, thereby exposing the wallstent.